Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: a review of the imaging provided confirmed the grasping hook caught the vessel wall and caused the reason for the difficulties in removing the delivery system from the patient, as ivc angulation from compression fracture related spinal kyphosis directed the filter release hook into the posterior ivc wall. An investigation of the returned introducer system found no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. Manufacturer ref# (B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: a review of the imaging provided confirmed the grasping hook caught the vessel wall and caused the reason for the difficulties in removing the delivery system from the patient, as ivc angulation from compression fracture related spinal kyphosis directed the filter release hook into the posterior ivc wall. An investigation of the returned introducer system found no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, filter placement was conducted. Access was gained from the right jugular vein. After filter placement, the delivery system would not be removed from the patient with resistance. Though the physician first suspected that the grasping hook was still grasping the filter, the rep viewed the image screen and confirmed that the filter was obviously released. The rep advised the physician of a possibility that the grasping hook was caught on something else other than the filter. Some attempts of removing the delivery system was performed as it was advanced and withdrawn, but nothing changed. Since angiography during the procedure confirmed that contrast media leaked outside of the vessel, the procedure was stopped. Another angiography conducted afterward did not show blood leakage though, the filter catheter appeared to be placed inside or outside of the vessel. The procedure was finished with the whole delivery system placed inside the patient. Retrieval of the delivery system would be conducted when the patient condition becomes stable. Surgical operation is also considered if medical retrieval did not succeed. On (B)(6) 2015, retrieval of the delivery system was tried and the delivery system was medically removed from the patient successfully; a wire guide and a snare device were inserted from the femoral veins. A loop was formed with the wire guide and the snare between the vessel wall and the delivery system using snare-over-guide wire loop technique. Then, downward and upward forces were applied at the same time by withdrawing the snare device downward and the delivery system upward, which resolved the "caught up" and resulted in successful removal of the delivery system. No blood leakage was confirmed. Patient outcome: the patient has a stable condition and favourable outcome.